Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the connector block was broken and further noted that the upper and lower cases were damaged. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator (epg) connector block was broken. The epg was returned for service. There was no patient involvement.